Event description:
A trial patient whose trial started on (B)(6) 2017 reported they had to stay in the hospital overnight due to high blood pressure and diabetes. The issue wasn¿t currently resolved, but no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.